Event description:
The facility mistakenly loaded the wrong treatment plan for delivery of radiation. It loaded the test plan used for quality assurance purposes, instead of the actual treatment plan. The operator noticed the mistake at the start of the process when delivering the first treatment field, stopped the process, loaded the correct treatment plan and continued with the correct treatments for the remaining treatment fields.

Manufacturer narrative:
Since an evaluation was not performed, the evaluation codes for method and results are being removed. The conclusion code remains unchanged.